Event description:
Patient was having an open reduction internal fixation for a clavicle fracture. The surgeon selected a 6 hole plate and was implanting appropriate screws. When implanting the 3rd screw medially on the plate, the screw head broke off. The screw appeared well embedded in the bone and the surgeon elected to leave the screw rather that attempt its removal. Fracture reduction and plate placement was deemed adequate by c-arm. No patient injury was noted at this time.